Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the battery guide missing, and during physical inspection it was found that the downstream occlusion (dso) seal was degraded. After investigation the results indicated a reportable malfunction due to the degraded dso seal. There was unknown patient involvement, and unknown signs or symptoms experienced.